Event description:
Procedure performed: laparoscopic supracervical hysterectomy with lysis of pelvic adhesions and a posterior colporrhapy.the patient, weight 234 lbs, with multiple large fibroids (uterus size 176.6 grams). During the operative procedure, the physician noted that there was an apparent superficial burn at the left lower incision which coincided with the shape of the morcellator sleeve. The skin damage was noticed after removing the trocar from the abdomen. There was no damage to the subcutaneous tissue; and this mark was only at the one site. It was unclear to the physician at what juncture or how this tissue injury occurred. The morcellex and the other lower ports were sent to biomedical engineering for an evaluation.additional details as requested by the manufacturer follows:the intended use of the device was morcellation of the uterus, leaving the cervix intact. There was no deviation from the initial intent. The morcellex was used the standard length of time--"no longer than any other time." There were eight lap ports being used. There were no electrosurgical instruments or any cauterizing instruments being used inside or next to the morcellex shaft. The scrub technician and nurse deny that the morcellex or any part heated up during procedure. There were no concomitant procedures being performed. There was no problem/malfunction with the device as noted by biomed staff when testing the unit with the disposals sent with the morcellator. Patient injury: physician described area as superficial burn. Required no special treatment. Did not require medical intervention nor increase length of stay.

Event description:
Procedure performed: laparoscopic supracervical hysterectomy with lysis of pelvic adhesions and a posterior colporrhapy.the patient, with multiple large fibroids (uterus size 176.6 grams). During the operative procedure, the physician noted that there was an apparent superficial burn at the left lower incision which coincided with the shape of the morcellator sleeve. The skin damage was noticed after removing the trocar from the abdomen. There was no damage to the subcutaneous tissue; and this mark was only at the one site. It was unclear to the physician at what juncture or how this tissue injury occurred. The morcellex and the other lower ports were sent to biomedical engineering for an evaluation.additional details as requested by the manufacturer follows:the intended use of the device was morcellation of the uterus, leaving the cervix intact. There was no deviation from the initial intent. The morcellex was used the standard length of time--"no longer than any other time." There were eight lap ports being used. There were no electrosurgical instruments or any cauterizing instruments being used inside or next to the morcellex shaft. The scrub technician and nurse deny that the morcellex or any part heated up during procedure. There were no concomitant procedures being performed. There was no problem/malfunction with the device as noted by biomed staff when testing the unit with the disposals sent with the morcellator. Patient injury: physician described area as superficial burn. Required no special treatment. Did not require medical intervention nor increase length of stay.